Manufacturer narrative:
The customer was sent a replacement set of breastshields. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in ir14-0084. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
The customer reported on (B)(6) 2015 that her breastshields of her pump in style breast pump did not fit her correctly and was experiencing soreness. When a medela clinician followed up with the customer on (B)(6) 2015, she stated that she has recovered from a recent bout of mastitis and is currently doing well after a course of antibiotic therapy.